Event description:
It was reported that, while the pt was still under compression (12lbs.) Following a scout exposure for a needle location procedure, the c-arm allegedly began to move down. The tech pressed the emergency off switch to stop the alleged c-arm movement. No injury was reported.